Event description:
It was reported that the indirect decompression spacer was replaced for an unknown reason.

Event description:
It was reported that the indirect decompression spacer was replaced for an unknown reason. Additional information was received that prior to the replacement procedure the spacer had migrated and was no longer providing effective pain relief. The patient was doing well post-operatively. The explanted spacer was discarded by the medical facility.